Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device after a percutaneous decannulation of va-ECMO [venoarterial extracorporeal membrane oxygenation] procedure using a 15f hole. Reportedly, no suture was present when the plunger was removed. The foot was retracted and the prostyle device was removed from the anatomy. A small part of the posterior foot plate was noted to be missing after the prostyle body was removed. Ultrasound guided imaging, x-ray, and exploration through groin cut-down was done; however, the missing part could not be located. Two additional prostyle devices were used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy and the patient was reported to be without issue post procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Unused sterile devices were returned from the account, which were inspected and functionally tested with no anomalies.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a prostyle device after a percutaneous decannulation of va-ECMO [venoarterial extracorporeal membrane oxygenation] procedure using a 15f hole. Reportedly, no suture was present when the plunger was removed. The foot was retracted and the prostyle device was removed from the anatomy. A small part of the posterior foot plate was noted to be missing after the prostyle body was removed. Ultrasound guided imaging, x-ray, and exploration through groin cut-down was done; however, the missing part could not be located. Two additional prostyle devices were used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy and the patient was reported to be without issue post procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture was present when the plunger was removed¿ was not confirmed as not all components were returned for analysis. The reported foot separation was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: procedure description, minor correction made. Device was inadvertently referenced as proglide on one sentence of the initial procedure description.